Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 250-400 mg/dl and insulin injections were used to address the bg level. The customer had changed the cartridge and infusion set tubing and site multiple times. A system check was unable to be performed on the occlusions prior to the supply change. Tandem customer technical support (cts) had the customer perform a system check using the current supplies and the current occlusion appeared to be within the cartridge. Reportedly, the customer was using apidra in the cartridge. Cts offered to have a tandem clinical diabetes specialist speak to the customer; however, the customer did not offer a reply.